Event description:
Info rec'd indicates the head high/low function is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the emergency trend valve. The emergency trend was still functioning. He replaced the emergency trend valve to repair the bed. The technician indicated that the bed is now functioning correctly.